Event description:
A technician reported unexpected outcomes in three pts. Two pts had bilateral unexpected outcomes, for a total of five eyes. This report is for the right eye of the second pt, who is unilaterally implanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).